Event description:
It was reported that there was an atrial lead malfunction. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the atrial lead was experiencing outer insulation issues.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068 implantable pacing lead, (B)(6) 1999. (B)(4).